Event description:
It was reported that the ventilator had reset alarms (ln vent1) three times in two days while connected to a pt. The audible inop alarm was also activated. No reported harm to the pt.